Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had pain on the back and a topical cream was used for its management. It was unknown if the pain was related to the device.

Manufacturer narrative:
Additional information was received that the patient¿s topical cream was applied at the target areas which includes the ipg site. It was also noted that it was not prescribed by any physician but it was an over the counter product.

Event description:
A report was received that the patient had pain on the back and a topical cream was use for its management. It was unknown if the pain was related to the device.